Manufacturer narrative:
Manufacturer's report date: 01/12/2011. (B)(4). This report was filed by the manufacturer. The smartsite sample was connected to the returned b. Braun infusion set and a restriction/blockage to the fluid flow was experienced. However, the correct functionality of the smartsite valve was confirmed using a carefusion manufactured male luer. The male luer of the b. Braun set was inspected and it was noted that the surface area of the tip which interacts with the piston of the smartsite is very thin, creating a sharp tip. This has been shown in the past to occasionally lead to restricted flow due to the sharp edge pinching the blue piston of the smartsite and not allowing it to fully open. An inspection of the smartsite sample supplied for investigation found no defects or anomalies. The model#/catalog# is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4).

Event description:
The user reported that during an infusion of a critical drug the pump alarmed for occlusion, when they removed the needle-free valve from the system, they were able to continue the infusion. The feedback received suggests that the patient's blood pressure dropped, however, there is no indication of additional treatment required as a result of this.